Manufacturer narrative:
Internal complaint reference (B)(4) the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. A test battery was used. The motor runs slow and the device does not hold pressure. The piston migration was at 1.4 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet was jerking. It is unknown whether the event happened during surgery and if there was a patient involvement. Results of investigation have concluded that this unit does not hold pressure which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.